Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. The dislodgement was confirmed upon x-ray. As a result, high pacing threshold measurement and a loss of capture were noted. The lead was modified electrically. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed a normal helix/tip with no sign of damage or defect. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead¿s helix mechanism was also tested and it was noted that the helix was able to extend in 6 turns and retract in 7 turns, which was in specification. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Additional information from the field reported that a revision procedure was performed to reposition the lead due to the previously reported issues, along with a decrease in r-wave sensing. During the procedure, the lead¿s helix could not be extended thus it was decided to explant and replace the lead. The lead is no longer in service.